Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level dropped to less than 20 mg/dl between 4 and 24 hours of wearing the pod. The patient stated that on (B)(6) 2025, they went to sleep, and everything was okay before sleeping. The patient reported they had food poisoning for 3 days and their brother stayed to take care of the glucose levels during the night. The patient¿s brother noticed low bg levels during the night and could not wake the patient and an ambulance was called. When the ambulance arrived at the house, they were not getting glucose readings, so the patient was taken to the hospital and was admitted for 4 days. The patient was unconscious at the time of the event. While at the hospital, the patient was diagnosed with a cut in their lungs, food poisoning, and they were unsure of anything else. The patient was treated with medication for food poisoning, and they are not aware of any other treatment while at the hospital. The patient was discharged 4 days later when their bg levels returned to normal.